Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: a review of the pump¿s black box showed no evidence of short battery life. The pump¿s electrical draws were tested and¿ found to be within required specifications. During testing, the pump successfully completed the rewind, load, and prime steps without issues. Investigation was unable to duplicate the ¿short battery life¿ complaint. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad, the returned battery cap was undamaged and able to fit. Investigation further found evidence of moisture and corrosion in the battery compartment. A leak test failed due to the battery compartment leak. The pump¿s cover was removed and further moisture and corrosion was found to the power pump circuit board and to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.